Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported two (2) false negative patient result with the binax now covid-19 antigen self-test performed on different dates. This MFR. Report addresses patient result one (1) of two (2). The consumer reported a false negative result with the binax now covid-19 antigen self-test performed on (B)(6)2022 that generated a negative result. The consumer performed an alternate test using a flowflex brand covid antigen self-test on (B)(6)2022 which generated a positive result. The consumer was symptomatic. Symptoms consisted of: irritated eyes, stuffy/runny nose, dry cough/irritated throat/mucous, fatigue/weakness. No fever symptoms was experienced. The consumer stated that on the first day of symptoms, (B)(6)2022, he only experienced irritated eyes, slight throat irritation and very minor headache. The headache dissapeared the next morning of (B)(6)2022 and never returned. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 209462 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 209462 and device part number 195-430h / lot 204265. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 209462 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.